Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by colombia that during service and evaluation, it was determined that the motor power was too low on the air pen drive device. It was further determined that the device failed pretest for check history, general condition, check power with test bench, min. 30 to 80 w, (xx), check valve-control in ¿hand¿ position with hand switch, check valve-control in ¿lock¿ position, check external leak tightness, check internal leak tightness. It was noted in the service order that the motor power was too low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.